Event description:
According to the reporter, during a laparoscopic sleeve procedure, in sleeve creation, while applying torque to the powered device through the abdominal wall, they heard a pop sound when the adapter broke the proximal end of the reload. A gap was noticed between the reload and adapter, the reload was loose. The reload became nonresponsive and was removed from the patient before a fire could be attempted. To complete the case, another type of reload was used with the same powered device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, in sleeve creation, while applying torque to the powered device through the abdominal wall, the user heard a pop sound when the adapter broke the proximal end of the reload. A gap was noticed between the reload and adapter, the reload was loose. The reload became nonresponsive and was removed from the patient before a fire could be attempted. To complete the case, another type of reload was used with the same powered device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full complement of staple. The trs material was properly anchored to the anvil and cartridge. The sutures were intact and the proximal end of the reload adapter was broken. It was reported that the instrument broke; the instrument made strange noise and reload loose on device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.